Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic with a tympanic membrane rupture and exposure of the electrode array. During surgery to obliterate the cavity, the electrode array was inadvertently severed, necessitating replacement of the implant.

Manufacturer narrative:
Additional informtion: according to the information received from the field the recipient underwent a revision surgery due to an extrusion of the electrode into the external ear canal. Reportedly the electrode array was also found in the external ear canal. During the revision surgery the electrode was accidentally cut and the device was explanted. The concerned device has not been received for investigation yet.

Event description:
The user came to the clinic with a tympanic membrane rupture and exposure of the electrode array. During surgery to obliterate the cavity, the electrode array was inadvertently severed, necessitating replacement of the implant. The user has been re-implanted.

Event description:
The user came to the clinic with a tympanic membrane rupture and exposure of the electrode array. During surgery to obliterate the cavity, the electrode array was inadvertently severed, necessitating replacement of the implant. The user has been re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to an extrusion of the electrode into the external ear canal. Reportedly the electrode array was also found in the external ear canal. During the revision surgery the electrode was accidentally cut and the device was explanted. The reported damage was confirmed during device investigation. Further damage to the active electrode caused by device minute mobility was found, likely caused by the reported issue. This is a final report.